Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized, had high blood glucose and diabetic ketoacidosis three times. The customer¿s blood glucose level was 457mg/dl at the time of the incident. The patient's current blood glucose was 455mg/dl. The customer reported that she received a battery out limit during normal use. The customer reported that the battery icon at the top shows completely full but the battery out limit alarm doesn't let the customer go any further. The customer reported that they were on steroids, but last night she kept climbing and going into diabetic ketoacidosis and she is on intravenous insulin right now and that helps her go down right away but as soon as she goes back onto pump blood glucose goes up again. The customer usually bolus and that fixes it, but pump isn't working properly. The customer was currently in the hospital and had manual injections at home. In order to treat high blood glucose the customer changed the infusion set and checked for ketones and gave a 10.8 unit bolus but some of the insulin leaked out at the site so customer used a manual injection. The customer was hospitalized for diabetic ketoacidosis. The customer had chest pain and took pain medication. The customer was laying down watching television when she noticed her high blood glucose. The customer declined troubleshooting for high blood glucose. The customer requested for pump replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. No battery out limit alarms were noted during testing. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.